Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial#(B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 29-jul-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported the communicator port was loose and 'springy' when they insert the charging cord. Patient said the communicator port looks normal but patient was concerned because they were using the device every 2 hours. Patient said the issue started couple of weeks ago and was getting worse. Agent sent a request to replace the communicator.